Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel 6 mm contact/detach infusion set, and a customer care agent guided the user through replacing the infusion set and cartridge, including rewinding, removing the old set and cartridge, inserting a new cartridge, connecting and securing new tubing and infusion set, performing a fill tubing, applying the new set, and completing a fill cannula. Symptoms included elevated blood glucose at 210 mg/dl. Outcomes included resumption of insulin therapy and a plan to allow 90 minutes for glucose to decline, with instructions to call if issues persist. Investigation included troubleshooting and user education conducted by phone. Investigation of this case revealed no device malfunction identified at the time of the call, with hyperglycemia considered of unclear cause and potentially related to infusion set or site issues that were addressed by set and cartridge replacement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence